Event description:
Patient presented to the physician with pain at the chest incision site, wrapping around to the back. Physician brought the patient into the or and explanted the entire inspire system.